Event description:
Rptr states from 7/93 to 10/93 there have been six occurrences causing "blisters" on neonates involving thermistor probes made by co. The probes were connected to co warmers. Investigation inculded the following: the probe used, length of time probe was in use, location of the probe, length of time probe was in the same position before site was rotated on the infant, if phototherapy was in progress, type of silver reflector pad or reston pad used, cleaning solution and procedure of the probe. Additionally, the use of biocclusive dressing against the skin as a protective measure was evaluated. In conclusion, the cause of the blisters had not been identified. There were no permanent injuries as a result of the blisters. From 10/93 to 2/94 practice was to place biocclusive dressing on the skin as a barrier to protect the skin against blisters. Discussion through nursing practice identified that the biocclusive dressing should not be needed to prevent blistering of the infant's skin. This is not required by MFR and the use of biocclusive dressings is costly. In 2/94, this practice was discontinued and in five days two add'l blisters occurred. Throughout this process MFR has been involved and informed of the incidents. Info describing the incidents has been forwarded to MFR. Add'l lot nos: thav00131 and thav00312.